Manufacturer narrative:
(B)(4).

Event description:
The consumer reported poor communication on the patient programmer (pp). They were unable to communicate with the implantable neurostimulator recharger (insr) and pp. The patient last felt stimulation 1 week prior to this report. It was unknown when they last successfully charged. Poor coupling was noted as the reason for not charging. Relevant medical history included failed back surgery syndrome. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.